Event description:
On 02-sep-2025, it was reported that a beta bionics ilet user experienced fluctuating blood glucose with a lowest reported value of 54 mg/dl and a highest reported value of 250 mg/dl. The user managed the hypoglycemia with fast-acting carbs and remained connected to the device as insulin delivery continued for the hyperglycemia. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.